Event description:
Caller reported damage to tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.